Event description:
It was reported that the pt had severe left main disease and rca. The rca was stented and the iab was inserted prophylactically for left main disease. After insertion and connection of the iab to the pump, the pump began experiencing helium loss, kinked catheter, and loose connection alarms. Because of this, the iab was removed. A reinsertion was not required. There were no associated pt complications.